Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when trying to expand the balloon of a 29mm x 90mm palmaz genesis on opta pro stent delivery system (sds), a balloon leakage was observed, and the stent could not be opened. A non-cordis stent was used as a replacement. There were no reported injuries to the patient. This was during a procedure to perform subclavian stenting. The target site vessel characteristics included mild calcification, no tortuosity, and 75% stenosis of the subclavian artery. The procedure used a retrograde approach with an unknown sheath. An unknown guidewire was used to establish access, and the palmaz genesis on opta pro sds was inserted over the unknown guidewire to reach the lesion. The physician was certified in neurointerventional credentialing. The device was stored and handled per the instructions for use (IFU). There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, and no significant calcium deposits, plaque, stenting, or stenosis greater than 50% was seen at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the palmaz genesis on opta pro sds. The device was able to be removed from the patient easily and remained in one piece during its removal. The stent was still attached to the delivery system upon removal. The device was returned for evaluation. A non-sterile long gen / pro 29 x 90 per 135 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, it was noted that an attempt had been made to inflate the balloon, but the stent was still mounted on it. The unit did not show any visible damage or anomalies upon inspection. A functional analysis was then performed. Initially, a 0.035¿ lab sample wire was inserted and withdrawn; the wire passed smoothly without any resistance, friction, or impediment. Next, an inflator/deflator device was connected to the unit, but the balloon did not inflate and showed a leak at the proximal section, before the stent area. Due to the leakage, a scanning electron microscopy (sem) analysis was conducted. The sem analysis of the failed balloon identified localized characteristics consistent with a rupture under mechanical stress. The rupture area exhibited micro-elongations and surface scratch marks near the failure site on the external surface, indicating material stretching and abrasion likely caused by mechanical interaction. The internal surface of the balloon showed no anomalies. The absence of additional irregularities in the surrounding area supports a failure mechanism driven by external mechanical influence, potentially leading to stress concentration and material compromise. These observations suggest that localized mechanical factors may have contributed to the balloon¿s rupture. The reported ¿balloon leakage during positive pressure¿ was observed during functional analysis as a leakage was noted from the proximal area of the balloon. However, the exact cause could not be determined. Based on the analysis provided, vessel characteristics of and procedural factors contributed to the reported event as evidenced by analysis findings. The balloon material likely encountered calcified spicules during delivery or upon balloon expansion. According to the instructions for use, which is not intended to mitigate risk, ¿do not attempt to remove or readjust the stent on the delivery system. The minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum.¿ the information available, nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when trying to expand the balloon of a 29mm x 90mm palmaz genesis on opta pro stent delivery system (sds), the stent could not be opened. An unknown stent was used as a replacement. There were no reported injuries to the patient. This was during a procedure to perform subclavian stenting. The procedure used a retrograde approach with an unknown sheath. An unknown guidewire was used to establish access, and the palmaz genesis on opta pro sds was inserted over the unknown guidewire to reach the. The physician was certified in neurointerventional credentialing. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, and no significant calcium deposits, plaque, stenting, or stenosis greater than 50% was seen at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the palmaz genesis on opta pro sds. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d10, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when trying to expand the balloon of a 29mm x 90mm palmaz genesis on opta pro stent delivery system (sds), a balloon leakage was observed, and the stent could not be opened. A non-cordis stent was used as a replacement. There were no reported injuries to the patient. This was during a procedure to perform subclavian stenting. The target site vessel characteristics included mild calcification, no tortuosity, and 75% stenosis of the subclavian artery. The procedure used a retrograde approach with an unknown sheath. An unknown guidewire was used to establish access, and the palmaz genesis on opta pro sds was inserted over the unknown guidewire to reach the lesion. The physician was certified in neurointerventional credentialing. The device was stored and handled per the instructions for use (IFU). There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, and no significant calcium deposits, plaque, stenting, or stenosis greater than 50% was seen at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the palmaz genesis on opta pro sds. The device was able to be removed from the patient easily and remained in one piece during its removal. The stent was still attached to the delivery system upon removal. The device will be returned for evaluation.